Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the last year, from 85 ohms to 125 ohms; due to suspected lead calcification. The patient will continue to be monitored. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. It was additionally reported that the shock impedance measurement continued to gradually increase most likely due to a physiologic change from calcification. A commanded shock test was performed and impedance measured 131 ohms in a triad configuration. The daily measurement was greater than 150 ohms. Technical services (ts) discussed with the physician, troubleshooting and reprogramming options for therapy optimization. Ts recommended a defibrillation threshold (dft) test if the permanent ambulatory vector for therapy was changed. No adverse patient effects were reported. The lead remains in service. It was reported that the lead was subsequently explanted, and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated upon completion.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the last year, from 85 ohms to 125 ohms; due to suspected lead calcification. The patient will continue to be monitored. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. It was additionally reported that the shock impedance measurement continued to gradually increase most likely due to a physiologic change from calcification. A commanded shock test was performed and impedance measured 131 ohms in a triad configuration. The daily measurement was greater than 150 ohms. Technical services (ts) discussed with the physician, troubleshooting and reprogramming options for therapy optimization. Ts recommended a defibrillation threshold (dft) test if the permanent ambulatory vector for therapy was changed. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements over the last year, from 85 ohms to 125 ohms; due to suspected lead calcification. The patient will continue to be monitored. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.